Manufacturer narrative:
The t:slim g4 user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate, displaying less available insulin than the customer expected. During troubleshooting with tandem technical support, it was noted that the cartridge luer lock connection was not secure. A recommendation was made for the customer to tighten the luer lock connection. There was no impact to the customer's blood glucose level.